Event description:
Customer fell down in the bathroom convulsing and non responsive. Customer was given 2 1/2 sugar pills. At 10:45 a blood glucose result of "hi" was received. At 11:00 emt's were called and they received a result of 32mg/dl. The customer was given a sugar IV. At 11:25 the emts received a result of 175mg/dl. Customers device received a result of 254mg/dl. A request was made for the return of the suspect device and replacement product was sent.